Event description:
Information received by medtronic indicated that the customer reported a date and time anomaly and experienced hyperglycemia and hypoglycemia with a blood glucose value of 400 mg/dl & 38 mg/dl respectively. Customer treated the events with insulin pump and glucose/carb intake respectively. Troubleshooting was performed.  It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Updated summary: insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged time/clock anomaly found on (B)(6) 2022. Pump passed displacement test and self test. Pump was monitored for accurate time changes and no anomalies found. Pump was cut open for visual inspection and found no physical or moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay and battery tube threads - cracked. Pump passed all testing and found no anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.